Event description:
It was reported that during a routine follow-up, the rv lead was found to exhibit high pacing thresholds and undersensing. The rv lead was extracted after repositioning was not successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.